Manufacturer narrative:
Product implicated and returned for evaluation is a plastic dual port w/pre-connected 10fr d/I catheter. The distal end of the catheter has been cut diagonally with a sharp instrument. The overall length of the sample measures 11.15". Blood residue is visible inside the seams of the port base. Both port reservoirs appears to be clear. Both catheter lumens have blood clots inside them. There is a single blue mono-filament suture through the one of the port base perimeter suture holes. There are a few needle stick marks in both septa. A long, yellow hubbed needle is speared through each septum with their tips protruding from the bottom of the port base. A history review of lot #63if9851 shows no mfg issues, and no other product complaints reported for this lot. Notes in the file indicate that approx. 10 weeks after placement, the patient experienced pain and swelling around the port during infusion. Upon removal, a needle hole was found in the base of the port. The port is accessed using a non-coring needle attached to a 12cc syringe filled with water. Blood clots are expelled as both lumens flush readily. Water also leaks from the holes in the port based from where the needle tips are protruding. The bottom of the port base is viewed under 5-30x magnification. The needle tips are curled and bent. They are damaged beyond identification as non-coring needles, however, they do not appear to be those supplied by the MFR. Their tips protrude through eruptions in the hard plastic base. There are no other holes or eruptions in the port bottom. It appears that excessive pressure has been applied to the accessing needles. When excessive force is used, the needle tip can be forced through the hard plastic base. A force of 19 pounds or greater is required to perforate the reservoir wall. This is much greater than the 1 to 2 pounds foce required to pierce the silicone septum. The subcutaneous port leakage is confirmed, and should be recorded as user-related due to evidence of needle damage resulting from multiple occurrences of excessive force applied during port access.

Event description:
Approx 10 weeks after placemenmt of the port for chemotherapy, the pt experienced pain and swelling around the port during infusion of 5fu. A venogram was performed and the port was removed. Upon removal, a hole was found in the base of the port.